Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a 1a1b spinal fusion (l1,2,3) for l1 burst fracture, l1,2 spinous process fracture, l1,2,3 transverse process fracture, 12th rib and left pubic bone fracture on an unknown date, 2 days after injury by a fall from a height of 6 meters. The surgery was completed with the uss implants successfully without any surgical delay. After the primary surgery, this 1a1b fixation was judged to be insufficient for stability and the revision surgery was performed 22 days after the first surgery. In the 2nd surgery, all uss¿ implants inserted on the initial surgery were removed and replaced with expedium implants. For treatment, screws were inserted into th10, 11, 12, l2, 3, and 4, and rods were placed. The re-surgery was completed successfully without any surgical delay. No further information is available. Postoperative loss of correction after combined posterior and anterior spinal fusion surgeries in a lumbar burst fracture patient with class¿ obesity this (B)(4) and (B)(4) are related. (B)(4): about poor fusion stability after the primary surgery with uss (spn). (B)(4): about the back pain and the lower extremities after the 2nd surgery with expedium (spd). This is report 2 of 2 for (B)(4). This report is for unknown uss ii locking/set screws.

Manufacturer narrative:
Event date unknown. This report is for an unknown uss ii locking/set screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant/explant dates unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.